Event description:
Technician alleged the stretcher had no brakes at the head end. No patient impact.

Manufacturer narrative:
The technician found that both brake casters are not braking. The technician replaced the brake casters to resolve the issue.